Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 49.4cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.4-14.5cm from the distal tip. Internal insulation abrasion was noted at 9.8-10.8cm from the distal tip. Suture sleeve abrasion was noted at 43.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported when the patient presented for a generator changeout, fluoroscopy revealed externalized conductors. The lead was explanted and replaced. The patient was stable.